Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The patient mentioned that she was hospitalized because of not getting any readings for over 3 hours. On (B)(6) 2024, the device kept on reconnecting to the mobile device and experiencing signal loss error. Because she did not get any readings on her cgm (continuous glucose monitoring) due to this issue, the patient checked her bg (blood glucose), and it was 300 mg/dl. At an unspecified time later, the ems (emergency medical services) was contacted and when the ems arrived, her bg was checked again, bg was still reading 300 mg/dl. The patient was taken by ambulance to the hospital and was asymptomatic upon arrival. She was hospitalized for 8 days and treated with IV insulin and medications listed for unrelated conditions. There was no documentation of further medical evaluation or intervention for asymptomatic hyperglycemia. At the time of the report, the patient was fine. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.